Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested & evaluated and the customer's indicated failure mode for stopper creepout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper creepout with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7100733. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported the stoppers are coming out of the 16 x 100 mm x 8.5 ml bd vacutainer® sst ii plus plastic serum tube during transport. No injury or medical intervention.